Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08620 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer reported that they experienced high blood glucose level and treated with correction bolus. The customer alleged the insulin pump for under delivery. The insulin pump had passed the self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.